Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2008. A subsequent revision and debridement was performed may 30, 2013 due to inflammatory tissue reaction. The liner and head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-02202 and 02204).